Event description:
The customer alleged that she performed a control test and received a result of 300 mg/dl. The normal control range was 108-149 mg/dl. No adverse event were alleged. The call was disconnected before any more information could be obtained. An attempt to contact the customer after the initial call was not successful. No product will be returned.